Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/17/2015 with the following findings: the black box begins on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2013 have been overwritten. Review of the available black box and pump history shows no eaw's associated with the complaint. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Unable to duplicate the complaint, information for the complaint is overwritten. The battery compartment is cracked on the side near the threads, cracked near the cover and cracked from the threads to bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was alleged that the pump was delivering more insulin than it should. The patient reportedly was experiencing almost constant low blood glucose values of 50mg/dl with no energy. The reported bg was not indicative of a serious injury and does meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.